Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported phrenic nerve palsy could not be conclusively determined.

Event description:
The following was published in the program and abstracts for the 30th annual meeting of the japanese heart rhythm society and the 32nd annual scientific meeting of the japanese society of electrocardiology. Title of acute efficacy of cryoballoon vs irrigated radiofrequency ablation for the treatment of paroxysmal atrial fibrillation. One patient from the study experienced phrenic nerve palsy. No further information is available.